Event description:
It was reported that during a surgical procedure "system tripped the circuit". The procedure was completed using a different device. Patient complications: "none" reported.

Event description:
It was additionally reported: the procedure was completed using a boston scientific swiss lithoclast device. It was noted that a third party performed a preventive maintenance service on the laser and the laser was calibrated 30% out of range.